Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to stay close on the main station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that drawer one had failed to stay closed on the main station. A field service engineer explained that drawer number one on the main station had failed to stay closed and could not be recovered. After arriving on site, the drawer was inspected, and it was found that the magnet was out of the latch. The latch assembly was replaced and tested using the hardware testing application. Afterwards, the customer tested the drawer using the user application as well, passing all tests without any malfunctions or delays. The customer was able to recover storage space successfully. No further repairs were required at that time. The system functioned as intended after the field service engineer repaired the device.